Event description:
Customer reported the system was displaying a collimator iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a faulty high voltage cable. Ge rep ordered the cable, customer will replace.